Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant manufacturing issues were identified. Visual inspection of the returned blocker showed there were very light rod indentations on the bottom of the blocker conclusion: based on visual inspection of the returned device, the root cause of the reported event is blocker undertightened in a disk space what resulted in construct loosening.

Event description:
It was reported that: spine fusion revised. The blocker came out of the screw and the rod out of the screw at t3. The pedicle screw and blocker were removed and replaced with new screw and blocker. The cross connector was also removed.

Event description:
It was reported that: spine fusion revised. The blocker came out of the screw and the rod out of the screw at t3. The pedicle screw and blocker were removed and replaced with new screw and blocker. The cross connector was also removed.